Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed which was standard for the implanting physician. Following the implant of the valve, moderate paravalvular leak (pvl) was observed and a post-implant bav was performed using a 25 millimeter (mm) non-medtronic (z med) balloon while the patient was rapidly paced. During deflation of the balloon, rapid pacing was lost, and the valve dislodged above the sinotubular junction (stj); however, the patient remained stable. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 4 mm, and the implant depth on the left coronary cusp (lcc) was 2 mm. A snare was used to attempt to pull the valve higher and to allow for a second valve to be implanted; however, this was unsuccessful after multiple attempts. Subsequently, the patient was transferred to a different hospital, the transcatheter valve was explanted, and a surgical aortic valve was implanted. Per the physician, the post-implant bav, specifically the loss of the transvenous pacing (tvp) capture during the post-implant bav caused the valve to dislodge.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product type: {0195-heartvalves}; product ID {non-medtronic post-implant bav); product type: {balloon aortic valvuloplasty}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was at the bottom of the pigtail catheter. A non-medtronic guidewire was used during the procedure.